Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted at the ER for high blood glucose. The nurse stated that she wanted to make sure the insulin pump was working properly. Troubleshooting was performed. Ran a fixed prime test and the device passed the test. No further information was provided.